Manufacturer narrative:
Concomitant medical products: evolutr-34-us transcatheter valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was oversensing, potentially due to the patient's tight atrioventricular delay. Follow up concluded that no intervention was performed and the lead will be re-evaluated at the next follow up appointment. The lead remains in use. No patient complications have been reported as a result of this event.